Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6), 2013. On a follow up visit on an unknown date, the patient presented with buttock claudication. A stenosis was identified in the left leg of the aortic body due to compression just proximal to the graft flow divider. The patient underwent a re-intervention on (B)(6), 2013 to place one bare metal balloon expandable stent in the left leg of the aortic body for support and the claudication was resolved. There have been no other patient sequelae reported.